Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, explanted: (B)(6) 2017, product type: catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (2000mcg/ml, 700mcg/day) in an implantable pump for an unknown indication for use. The patient had a history of multiple sclerosis. On an unknown date, the patient experienced increased spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter access study was performed and indicated the catheter was "blocked," so the catheter was aspirated. The catheter was replaced on (B)(6) 2017. The issue was considered resolved as of (B)(6) 2017. The catheter would be returned. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.